Event description:
It was reported that a sensor that would not start occurred.. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the allegation was not found. In addition, an early sensor expiration was found in connection to the reported allegation the probable cause of the early sensor expiration was potential patient misuse no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). (B)(6).